Event description:
Customer reports her meter was smoking from the inside while using the compact plus system. Customer reports the display screen had melted and the casing is blackened and discolored. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.